Manufacturer narrative:
H3: product analysis: part # 1476300500, lot #0593970w, visual review confirms the rod was returned broken. Visual and optical examination of the area of fracture initiation did not reveal a pre-existing surface defect near the area of crack origination that could contribute to the rod break. Some fracture surface smearing is noted. Microscopic examination of the fracture surface revealed a fairly flat fracture surface with convex striations lines throughout the fracture area. This type of damage is consistent with cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a similar device with product ID 1474000500 and 510k # k091974 is marketed in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a field contact regarding a patient with a pre-operative diagnosis of pediatric scoliosis, undergoing a revision surgery due to rod breakage. It was reported that, after the operation, rods at both sides were broken. The exact location of the break was unknown, but it's about the middle of the fixed range. Since the operation was performed at another hospital ((B)(4) hospital), the date of the initial operation was unknown (the physician viewed that it might have been about 5 or 6 years). Removal was performed on the reported day and the products were replaced with solera56. Bone fusion had not been achieved. The physician said that the patient's body type was also large, and the 4.75mm rod might not have been able to withstand it. The patient issue was resolved. There were no further complications. The products will be returned. Procedure: rod replacement and resetting. Levels implanted: t1-t7 device status reason : explanted-complete type and level of initial surgery procedure: t1 to t7, pediatric malformation mdt products used in initial surgery: tsrh-rp2 initial surgery details: posterior thoracic fixation.